Event description:
An admiral xtreme pta balloon catheter was used to treat a lesion in the sfa of the left leg. A dissection occurred during the procedure. A compete se peripheral self expanding stent was used to treat the dissection. The investigator indicated that the event was probably related to the study device and study procedure. Patient recovered.

Event description:
It is reported that the patient suffered a second dissection (grade d) on the same day as the index procedure and was treated with a complete se stent in the target lesion. The investigator indicated that the event was possibly related to the study device and study procedure. Patient recovered.

Event description:
It has been confirmed that a non-medtronic balloon caused the previously reported dissections, which were treated with the admiral xtreme pta balloon catheter and the complete se peripheral stent. Target vessel occlusion was reported to have occurred approximately 1 month following the index procedure. Approximately 2 months post index procedure left foot neuropathy occurred, followed by a reported worsening claudication of the left lower extremity a month later and target vessel occlusion of the left sfa/popliteal arteries. This was treated with an atherectomy and pta of the left popliteal using a non-medtronic balloon.

Event description:
Additional information received reported that the investigator indicated that the previously reported dissections were probably related to the study device/procedure and not possibly related as previously reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (acute re-occlusion necessitating surgical intervention). Evaluation conclusions: known inherent risk of procedure (acute re-occlusion necessitating surgical intervention). (B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (dissection).